Manufacturer narrative:
Product event summary: pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Review of log files revealed normal pump parameters leading up to (B)(6) 2017 with 25 low flow alarms were logged since (B)(6) 2017. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus. Based on the investigation conducted, there is no evidence of a malfunction that may have prevented the pump from performing as intended. Based on the risk documentation, the low flow alarms may be attributed to multiple factors including but not limited to poor vad filling, inappropriate pump rotational speed, high blood pressure. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received indicated that the patient underwent a cardiac transplantation on (B)(6) 2017. After further review of additional information received the following sections have been updated accordingly. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Hemolysis is a known potential complication associated with all patients implanted with vads as outlined in the labeling. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Right heart failure is a known potential complication that may be associated with use of this product and in patients with heart failure. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
A report was received that the site is confounded by the fact that the patient had a hemodynamic ramp study and several subsequent speed changes, bleeding (hematocrit change) with some tamponade-like effect and right heart insufficiency that have all resolved or improved. The patient continued to have elevated markers of hemolysis that the site is most likely attributing to his bleed/clot but the site is requesting assessment for any evidence of pump thrombosis. The patient remains hospitalized. Controller log files were sent. Preliminary log file analysis performed on (B)(6) 2017 showed normal power consumption. No further information was provided.